Manufacturer narrative:
The subject device was not returned to olympus medical systems corporation (omsc) for evaluation. The manufacturing history was reviewed, with no irregularities noted. Based on the report, it is highly likely that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad and probe became hot and the ptfe pad was very deformed. After that, since the physician continued to use the device and applied such the force pulling the ptfe pad, the ptfe pad fell off. The instruction manual of thunderbeat scissors already states; do not activate output for an extended period while the grasping section is closed without contacting tissue. Otherwise, a local increase of the temperature between the grasping section during the seal and cut mode may result in premature wear, breakage and/or probe inside the body cavity. If additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.

Event description:
When the physician used the subject device for a procedure, after five minutes, the ptfe pad completely detached. The ptfe pad was very deformed. The ptfe pad was retrieved from the patient body. The physician replaced the subject device with a similar device. The procedure was completed. There was no patient harm reported.